Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. No patient information was reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure that utilized a paragon 28 phantom intramedullary nail. The original surgery occurred on (B)(6) 2019. The nail broke 6-months postoperatively with an associated non-union of the joint. The nail was revised on (B)(6) 2019. During evaluation and investigation, the implant was not made available for analysis. The DHR records of implant involved with the case were reviewed. All records indicate the implants were manufactured according to specification and no deviations were noted for released product.